Event description:
Customer reported that the insulin pump alarmed motor error during prime. Blood glucose value is 303 mg/dl. Customer does use the sensor feature and is unable to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.